Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized. The patient's blood glucose levels was high but not value was provided. The patient reported that the pdm (personal diabetes manager) would not hold a charge. No information was provided on how they were able to treat the patient but the patient stated that they did use insulin pens to manage blood glucose. Three follow up attempts were tried but not additional information was provided.